Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082816) on 31-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("iud was found lodged in my uterus behind my bladder") in a female patient who had essure (batch no. B76538) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("major pelvic pain"), fatigue ("fatigue"), headache ("headaches"), menstrual disorder ("bad period") and tooth fracture ("broken teeth") and was found to have weight increased ("gained weight"). The patient was treated with surgery (to remove tubes ,uterus & cervix). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, fatigue, headache, menstrual disorder, tooth fracture and weight increased outcome was unknown. The reporter provided no causality assessment for embedded device, fatigue, headache, menstrual disorder, pelvic pain, tooth fracture and weight increased with essure. The reporter commented: an injury (hospitalization, required intervention) was mentioned but not specified and /or assigned to one of the events. Had essure implanted in left fallopian tube, had to have iud implanted as well to prevent having babies. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: iud was found lodged in my uterus behind my bladder. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082816) on 31-jan-2019. The most recent information was received on 14-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("iud was found lodged in my uterus behind my bladder") in a female patient who had essure (batch no. B76538) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("major pelvic pain"), fatigue ("fatigue"), headache ("headaches"), menstrual disorder ("bad period") and tooth fracture ("broken teeth") and was found to have weight increased ("gained weight"). The patient was treated with surgery (to remove tubes, uterus & cervix). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, fatigue, headache, menstrual disorder, tooth fracture and weight increased outcome was unknown. The reporter provided no causality assessment for embedded device, fatigue, headache, menstrual disorder, pelvic pain, tooth fracture and weight increased with essure. The reporter commented: an injury (hospitalization, required intervention) was mentioned but not specified and /or assigned to one of the events. Had essure implanted in left fallopian tube, had to have iud implanted as well to prevent having babies. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: iud was found lodged in my uterus behind my bladder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.